Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) unit has blood inside the unit due to rupture balloon . There was no patient harm reported.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) unit has blood inside the unit due to rupture balloon .

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, and was able to confirm blood in blood detect tubing. The fse followed blood ingress replacement instruction per service manual and replaced the blood contaminated parts. The fse then ran functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) unit has blood inside the unit due to rupture balloon . There was no patient harm reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has blood inside the unit due to rupture balloon. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.